Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: when removing IV set from y-site to exchange propofol tubing set, the tip of the set broke off in the distal y-site port of another IV set. This allowed fluid to flow out of the broken tip, and then patient's blood flowed back up the IV extension and IV set and out the broken tip. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used spin lock without packaging was provided for investigation. Upon evaluation of the unit, the tip of the connector was broken. The reported concern was unable to be confirmed to be a manufacturing defect. The exact root cause cannot be determined at this time. It should be noted that the event description of the reported incident states that when removing the IV set from the y-site to exchange the propofol tubing set, the tip of the set broke off in the distal y-site port of another IV set. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.